Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system device was used during a sling procedure performed on (B)(6) 2019. According to the complainant, during the procedure, after they passed the trocar into the patient, the shaft tip bent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine.